Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited low sensing measurements in alternate vector and the system chose this vector; however, noise was noted and there was oversensing occurring. The caller was inquiring about potential reprogramming. An x-ray was performed which identified the electrode was more to the right side of the sternum and had an s shape to it. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.